Event description:
It was reported that the lead had unacceptable thresholds, positioning and sensing difficulty, and the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the helix can not extend or retract due to distortion and fracture of the distal conductor within the connector; blood was present in/on the helix mechanism; damaged at implant; full lead analyzed.